Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer on (B)(6) 2011, the fiber cap detached at 7,653 joules. Per the customer, the fiber cap was retrieved with graspers. Also, the customer reported the pt did not experience any difficulties due to this event. The physician was ablating tissue in the prostate and there was a flash from the fiber. No stones were observed. There were no error codes displayed on the console when this event occurred. No pt injury was reported.